Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that the nurse noted the needle free valve was cracked and the chemotherapy leaked.

Manufacturer narrative:
The customer¿s report that the needle free valve was cracked and the chemotherapy leaked was not confirmed. Visual inspection noted that the surface of the blue silicon piston had been slightly damaged. Scratch marks were noted on the top surface of the clear maxzero® body. No cracks were identified in the returned sample. Functional testing was unable to replicate any leakage. The root cause was not determined.